Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted, for an unknown reason. It was also reported that the right ventricular (rv) lead explant was attempted, for an unknown reason, and failed, for an unknown reason. The rv lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted, for an unknown reason. It was also reported that the right ventricular (rv) lead explant was attempted, for an unknown reason, and failed, for an unknown reason. The rv lead remains in the patient. No patient complications have been reported as a result of this event.